Event description:
A customer contacted baxter's technical service center reporting an alarm on a home choice (hc) where the home patient (hp) was in prime and connected, then disconnected the final bag as it was leaking and put a new bag on the line. The technical service representative (tsr) advised the registered nurse (rn) to have the hp disconnect and discard the supplies. The rn was aware of sterility issues. The tsr asked the rn to check the therapy log to see if the hp ever started therapy. The rn would call back if any problems or questions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received. The lot number is unknown; therefore a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. The complaint is confirmed because it was reported that the patient switched only a solution bag instead of replacing the entire set up. The root cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.